Event description:
The reporter stated that during a spinal surgery procedure, as the dr was doing the final tightening on the locking cap and collar, the device collapsed in on itself. A ball bearing fell out of the handle. There was a slight delay in surgery. The surgery was completed with the surgeon hand tightening the locking caps.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.